Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test and self test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Device was also received with stuck motor error alarm loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the unit and passed. Unable to perform a21 error test, occlusion test, excessive no delivery test and the dat test due to prime anomaly and motor error alarm. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test and self test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). The insulin pump was also received with stuck motor error alarm loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the insulin pump and passed. Unable to perform a21 error test, occlusion test, excessive no delivery test and delivery accuracy test due to prime anomaly and motor error alarm. There was no motor error alarm noted on the event date. There was no data listed for the force sensor - (prime anomaly). The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The insulin pump passed the displacement test, rewind test, basic occlusion test and self test, all operating currents are within specification and. Off no power alarm test. Unable to complete the functional testing (a21 error test, occlusion test, excessive no delivery test and delivery accuracy test) due to prime anomaly and motor error alarm. Unable to confirm alleged high blood glucose/diabetic ketoacidosis. Motor error alarm and prime anomaly were confirmed.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
It was reported that the customer's blood glucose was 1500 mg/dl when customer got to hospital. The insulin pump was returning for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they hospitalized were experiencing diabetic ketoacidosis high blood glucose level more than 400 mg/dl. Insulin pump had motor error. Customer was using insulin pump within 48 hours of reported event. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis. Frn-mmt-ukn-rsvr, unomed set.